Manufacturer narrative:
Continuation of d10: product ID wr9200. Serial#: (B)(6). Product type recharger product ID cd9000 lot# serial#: (B)(6). Product type multiple therapy product product ID wr9200 lot# serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6). Product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wr9200 wireless rechargers (serial number #: (B)(6)) revealed firmware anomaly where the manufacturing settings are erased if the device is removed from dock too quickly during the initial bootup and device unresponsive. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wireless recharger (wr) was unresponsive so they weren't able to charge their implantable neurost imulator (ins). Green battery indicator lights on the wr were continuously scrolling. The circumstances that led to the reported issue were asked but unknown. Hard reset of the wr didn't resolve the issue. No issues seen with the dock. The issue was not resolved. An email was sent to the repair department to replace the wr. No symptoms were reported. Additional information received from the consumer that they received a new wireless recharger, but it wouldn¿t charge or power on; the device did flash two green lights at one point, but then they went off and the issue wasn¿t resolved through a hard reset. Consumer stated the wr wasn¿t responsive, would not power on off of dock and when placed on the dock nothing happened, no lights came on. When wr was taken off dock, battery indicator lights flashed green momentarily and made a chirping noise, then all the lights/sounds went out. Wr was reset on and off the dock with no damage seen to the original or new charging dock. Caller mentioned they followed some instructions to take the device out of shipping mode, but they couldn¿t remember exactly.